Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(6) ubd: 12-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 371.68784 mcg/day) via an implantable pump for unknown indications for use. It was reported that a catheter access port cap dye study was performed secondary to decreased therapeutic relief. The catehter was functional and intact, but it was noted that the catheter tip had migrated from t3 to t1. This migration was not attributed to decreased therapeutic relief secondary to the minimal level and region in which it migrated. .